Manufacturer narrative:
To date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The manufacturing record review was performed. There were no non conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. There were no non conformances with respect to the sterilization process. During the manufacturing record review of the production order for this serial number, no non conformances or assignable cause were identified. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent implant of the intraocular lens on (B)(6) 2015. The patient was found with endophthalmitides during the second post operative follow up visit. It was reported that the patient was admitted to the hospital and was getting treatment. Treatment information was not provided. Further information provided stated that the patient has skin problems. It was noted that proper sterilized products and instruments were used in the surgery. Additional information stated a rent was created in the posterior chamber and the patient underwent a second surgical procedure, a vitrectomy. The date of the procedure was not provided. The patient is being kept under observation for the infection condition. No further information was provided.